Event description:
It was reported that a portion of the ceramic tip of a mitek vapr se electrode broke off into the patient. A piece (3mmx2mm) of ceramic remains in the shoulder area of patient. It is possible that the remaning fragment could possibly cause harm to the patient.